Event description:
The device was implanted via l-p shunt to a male patient with sah. Doi and the initial setting pressure are unknown. Since the occlusion of the valve was suspected through contrast radiography, the device was replaced with the same new device on (B)(6) 2015. The patient¿s condition is good after the revision.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a cut/tear in the silicone housing was noted. This could be due to a sharp or pointed object coming into contact with the silicone housing. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. It was not possible to irrigate the siphon guard due to the cut/tear in the silicone housing. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was not leak tested, due to the cut/tear in the silicone housing. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve product code 82-3164, with lot crlbgl, conformed to the specifications when released to stock on the 1st october 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The root cause of the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low cut and tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.